Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. It also states that reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 170 - 188 mg/dl and a bolus was delivered via the pump to address the bg level. The customer changed the supplies to the pump. The customer stated that the cartridge was reused and that the supplies to the pump are changed about every 4 days. As the supplies to the pump had been changed prior to contacting tandem technical support, a pump system check to determine a possible cause of the occlusion was unable to be performed.